Event description:
It was reported that an ilet device would not power on, and the charging indicator on the pad flashed green when the user attempted to charge it after a prior charge two weeks earlier. Symptoms included no clinical effects. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included telephone troubleshooting and user education regarding proper charging and device power behavior. Investigation of this case revealed a depleted battery and inability to power on until adequately charged. It was concluded that the device functioned as designed once charged and that no device malfunction related to safety was identified.